Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate due to customer using cold insulin. Customer reloaded their cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.